Event description:
It was reported that during a laparoscopic orchidopexy procedure, when the sleeve was removed from the patient the sleeve was slightly bent. As the nurse was handing the sleeve to another person in the or, an inch and a quarter from the tip broke off. It apparently was a clean break, and the piece of the trocar fell on to the floor. A different length sleeve was pulled to complete the case. There was no patient consequence. The account will not release the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.